Event description:
Customer reportedly obtained results of 40 mg/dl and 100 mg/dl on the advantage system within 10 minutes. Customer used 2 strips from different vials, however, they were of the same lot. No action taken on device results. No adverse event reported. Requested return of suspect system and replacement was sent.